Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, adapters and power sources. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (486 mg/dl). The customer delivered a correction bolus via insulin pen. Customer also stated they were "watching food intake" to address elevated bg level. It was indicated that the customer would continue to use insulin pens as alternate insulin therapy until the replacement pump was received.